Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy. The patient reported a lack of symptom control and a return of symptoms that began about three days ago. The patient¿s nurse converted them over to wearing underpants with a pad in them because they were sill having leakage. The patient also has a cunningham penile clamp that they wear during the day and the padded underpants at night. The patient noted that the head of their penis was a little red with red marks on it and they do not understand where they came from. The patient stated that they did not feel stimulation when therapy was on. The patient stated once before they had discomfort from where the sacral nerve was being stimulated in their rectum/groin once and that issue was resolved by turning down the stimulation. The patient increased the amplitude and they felt stimulation in the correct area. The stimulation was increased on program 4 from 1.6 volts to 1.8 volts. The patient would follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.